Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316700 model: sc-2316-70 serial: (B)(6) batch: 16800005.

Event description:
It was reported that the [patient was having difficulty charging and had to frequently charge the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure wherein one lead was explanted due to an unknown reason. The patient was doing well postoperatively, and the explanted ipg was not returned.